Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a non-incident unit. Testing was performed on the units; however, engineering was unable to confirm that the scissors were hard to handle as the units were able to actuate smoothly and cut without any issues. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Difficulty in handling scissors is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. The event was reported based on the event description of rough actuation and prior to evaluating the returned unit.

Event description:
Procedure performed: lap. Cholecystectomy the surgeon is using the laparoscopic scissors on daily basis. During the prcedure the surgeon starts to use the scissors. After the third use, the scissors became hard to hande. He wasnt able to use this instrument for the rest of the procedure. He asked for a new one. Intervention: change of device patient status: patient is ok

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap. Cholecystectomy. The surgeon is using the laparoscopic scissors on daily basis. During the procedure the surgeon starts to use the scissors. After the third use, the scissors became hard to handle. He wasn't able to use this instrument for the rest of the procedure. He asked for a new one. Intervention: change of device. Patient status: patient is ok.